Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25898 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25898.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported that the patient developed some bleeding at the impella cp access site during support. The systemic heparin drip was suspended due to the bleed and femostop was placed to manage the condition. Support continued uninterrupted following the intervention. The outcome of the patient following the event is unknown. However, two days following the event the patient was successfully weaned and the impella cp device was explanted with a survived patient outcome.